Event description:
Provider reported that the device burned the patient's nightstand. The pt was not using the device at the time of the reported incident, and there was no patient harm reported. The device was evaluated and thermal damage was found on the buttom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.